Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using pod coils and a non-penumbra microcatheter. During the procedure, the physician flushed a pod coil prior to advancing but the pod coil would not advance past its initial position within its introducer sheath. Therefore, the pod coil was removed. The procedure was completed using another pod coil, 13 ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.